Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2 mr, 2.50mm x 15mm maverick balloon catheter was used, however, during the procedure the balloon ruptured at nominal atmosphere. The procedure was completed with another of the same device. There were no complications reported ad the patient is in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and the balloon. The balloon was loosely folded. At 58cm from the strain relief, the hypotube was bent. At 113cm from the strain relief, the shaft and hypotube were kinked in the same location. There was a pinhole in the balloon located 3mm distal from the distal end of the proximal markerband.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2 mr, 2.50mm x 15mm maverick balloon catheter was used, however, during the procedure the balloon ruptured at nominal atmosphere. The procedure was completed with another of the same device. There were no complications reported ad the patient is in good condition.